Event description:
On (B)(6)2022, infutronix received a complaint from an end user: "pump 704291 encountered an upstream occlusion failure during its infusion." Device operator was a senior building services coordinator. Medication infused was unknown. Patient involvement was unknown.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.